Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, calcification was noted at the access site and resistance was felt when advancing the delivery catheter system (dcs). Following the implant of the valve, angiography of the access site was performed that revealed bleeding near the left common iliac artery (cia) and external iliac artery (eia). Subsequently, a 7 millimeter (mm) by 10 centimeter (cm) non-medtronic stent was placed. Following the stent placement, imaging revealed no bleeding and hemostasis was performed. Per the physician, the dcs was a contributing factor to the access site bleeding. Two days following the implant procedure, a computed tomography (CT) scan was performed that showed no bleeding or hematoma. The physician suspected that there may have not been any bleeding at the access site during the implant procedure, and may have been intestinal movement as the contrast overlapped with intestinal movement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left side was used as the access site for the dcs. The minimum diameter of the access vessel was 5.0 mm. It was later confirmed that the blood vessels were not injured, and a hematoma was not present on contrast computed tomography (CT) scan.